Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on rows 1 and 2 were raised and misaligned. Slight bends were identified along the shaft of the device. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The target lesion was located in the tortuous and severely calcified left anterior descending coronary artery. The 2.75x24mm taxus liberte stent delivery system was advanced, but was unable to cross the target lesion. The procedure was completed with another of the same device without patient complications. The patient condition post procedure was reported to be stable. However, product analysis revealed stent damage.